Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon stapled the stomach and told the anesthesia nurse to draw the probe a few centimeters to be able to staple a piece of the stomach. When the first stapling is done, and they are about to do the second stapling, the surgeon discovers that the stomach probe had been stapled to the stomach. They converted from lap to open surgery. The surgeon asks the scrub nurse to keep the used stapler sterile to be able to use it for the rest of the stapling. They are not sure how many times they used the stapler. They think between two or three times. When the surgeon continues to staple he doesn't think that the stapler, staples as it use to do and that it feels strange when he fires the stapler. They switch to another stapler that works properly.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure on (B)(6) 2009. According to the complainant, during the procedure as the physician attempted to close the snare around a polyp, the catheter sheath detached from the handle exposing the snare wire. The technician manually held the catheter sheath of the snare and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4). The analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Info anticipated, but unavailable at this time.